Event description:
Info was received that reported a pt was hospitalized in 2009, due an incident of hypoglycemia. The reporter states she was brought to the hospital where her blood glucose was 8 mmol/l. She was treated with a glucose IV fluid. The device should be returned for evaluation; to ensure that it is functioning correctly and did no contribute to the reported incidence, but at the time of this report, has not yet been returned.

Manufacturer narrative:
Customer had not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the evaluation.